Event description:
As reported, approximately 13 years post the initial right total knee arthroplasty, the patient was revised. There was medial wear on the poly and patella. The femur was semi-loose. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: size 3 right ps femur 35mm 3-peg patella 3/9mm ps tibial insert catalogue and serial numbers unknown.

Manufacturer narrative:
The revision reported was likely the result of tibial insert prosthesis wear. The root cause of the insert wear could not be confirmed by the provided information. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall, or alleged loosening of the femoral component. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. H6: corrected component and investigation clinical codes.